Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient underwent an implant procedure earlier on the same day. Upon interrogation, pulse generator exhibited intermittent atrial undersensing. The device was reprogrammed. The patient would continue to be followed normally.